Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was vibrating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not rotate and had a hole in the hose near the muffler. It was further determined that the vanes were worn out and broken, preventing the device from rotating. It was determined that the issue with the vanes was consistent with normal wear over time. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. The assignable root causes were determined to be due to worn out motor components from normal use and servicing over time and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.